Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experience hyperglycemia. The customer¿s blood glucose level was over 400 mg/dl at the time of incident and current blood glucose level was 297 mg/dl. Customer was in auto mode at time of high blood glucose. Offered troubleshooting to customer and stated that they did not have the time and that they would call if they needed help. The devices will not be returned for analysis.